Event description:
A surgeon reported that the iop (intraocular pressure) control was not able to be used and that a system message code occurred during the surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).